Event description:
Boston scientific received information that a red alert was detected for high out of range pacing impedance measurements. Technical services (ts) suggested an x-ray be performed to assess lead/crt-d connection and intergrity. A follow-up will take place in the near future. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that a follow-up was performed. The patient was doing fine, and there were no adverse patient effects reported. No revision procedure planned for the time being.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.